Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient is unable to read and see distance to his satisfaction following implant of the intraocular lens (iol) in his left eye despite myopic outcome; reports vision is not clear. The lens remains implanted. The patient is stable; but reported that the symptoms significantly interferes with his daily activities. Patient had retinal detachment and developed cystoid macular edema in the left eye following surgery; both have resolved. No further information was provided.